Manufacturer narrative:
(B)(4). Batch # t92a11. Investigation summary: the analysis results found that the er320 device was received with no damage in the external components. In order to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was actuated in several occasions. The device was disassembled to evaluate the condition of the internal components and the trigger was found to be broken, not allowing the clips to be fed into the jaws. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy device became stuck in the closed jaw position after attempting to fire the device. This was prior to loading the first clip before using it on a patient. A manual clip applier was used instead. There were no patient consequences reported.